Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a high-pressure alarm occurred when the pump was powered on or during pump operation. Functional testing could not replicate the reported issue and the occlusion pressure detection level was within the standard. The root cause could not be determined. The keypad was preventively replaced based on the report that it could not mute the sound. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a blockage alarm. The alarm could not be silenced, even when the scroll button was pressed. Per the reporter, there were no adverse patient effects.